Manufacturer narrative:
This issue is not occurring at present nor has recently occurred. Patient¿s initial¿s are (B)(6). The event occurred during cauterization. The procedure was esophagogastroduodenoscopy (egd) and was both therapeutic and diagnostic. The procedure was completed with the same device with an unspecified delay. The patient did not need additional anesthesia.

Manufacturer narrative:
The customer has reported in the user medwatch that this issue has been going on for the last one and a half years. The customer has reported as additional information that the device is in use and not returned for evaluation. The facility biomedical technician as well as the olympus representative have done troubleshooting of the issue with no definitive conclusion. A user medwatch (B)(4) has been submitted for this device for the same issue. This event is reported by olympus in medwatch with patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported in the user medwatch, during an unknown procedure the screen flickered and blacked out when cautery was being used in the endoscopy room. The doctor stopped using cautery and the image returned. The issue was repeated when cautery was used again. There is no reported harm or adverse impact to the patient.